Event description:
It was reported that pump touchscreen did not respond to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding further actions or resolution.